Event description:
It was reported the customer had a no delivery alarm on their insulin pump after changing out their infusion set. Customer stated the alarm occurred after the prime and fill cannula process. The customer also reported there was resistance while priming with the plunger. Customer's blood glucose was 491 mg/dl. The customer had treated their blood glucose with a manual injection. Troubleshooting found insulin was able to exit with a fixed prime. Customer was also advised the alarm was caused by a site related issue. The customer declined to troubleshoot any further. Customer also stated they were able to successfully deliver a bolus with no alarms occurring at the end of the call. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.